Manufacturer narrative:
The second xience v coronary stent system is being filed under the same MFR number.

Event description:
Reported status: death. Reporting rationale: unk cause of death. Device issue: no malfunction has been reported. It was reported via trial that the index procedure date was 2008, when two xience stents were implanted. The first stent (mid lad), predilatation was performed prior to stenting. The second stent (proximal rca), no predilatation was performed prior to stenting. At about eleven days post-procedure, the patient died at home of unknown causes. No additional event or patient information is available.